Manufacturer narrative:
Investigation - evaluation: additional information: attempts for patient and procedural information were made, as well as return of the complaint device; however, no information and no device was provided. A review of the complaint history, drawings, documentation, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, no physical examination and testing could be performed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. The process of attachment of proximal fitting to the sheath tubing is validated. Once the device is manufactured it undergoes final qc where it is 100% inspected prior to release. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor ansel guiding sheath was used in a right leg extremity angiogram. It was reported that, the sheath was placed up and over bifurcation and wire for an angiogram of the right leg. The procedure was completed and the physician was removing the sheath over the wire when resistance was felt. The physician pulled harder and the proximal end of the sheath sheared off, leaving the remainder of the sheath saddled over the bifurcation. The access site was closed and the piece of the sheath was left in the patient. The patient had a non emergency femoropopliteal bypass two days later ,and the remainder of the sheath was removed at that time. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.